Event description:
It was reported that during the change out procedure of the existing pacemaker, there was difficulty removing the right ventricular (rv) lead. The rv lead was eventually removed successfully, but damage was noted on the terminal pin. The pin was still attached, but had pulled back from the lead. The physician still connected the rv lead to the new pacemaker, but high out of range pace impedances of greater than 3000 ohms were then observed. The physician elected to keep the lead in service as they are not dependent and the patient's therapy indication is sick sinus syndrome. The right atrial (ra) lead was successfully removed and connected to the new pacemaker without difficulty. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide product investigation results.